Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported at alert could not be caused by operator.

Event description:
It has been reported that the AED did not pass self diagnostic check.